Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) changed the vacuum nozzle. Qc was performed successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 155.7 mmol/l. The repeat result from another pro ise analyzer was 146 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.